Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for ongoing abdominal pain. The patient was found to have covid-19 and initial lactate dehydrogenase (ldh) values were 1421. Urine was a darker orange color. A computed tomography angiography (cta) was performed that noted dilation and bleeding/lobulation of the celiac artery and splenic artery, right renal cortical infarcts and a 15x9 aneurysmal outpouching of distal abdominal aorta near bifurcation. No interventions were performed but the patient was being worked on bowel regimen to relieve gas/bloating/constipation.

Manufacturer narrative:
This event is supplemental information to another event and the investigation findings will be covered under MFR # 2916596-2022-15559.